Event description:
Boston scientific crm received information that both the right ventricular and right atrial lead had dislodged two weeks after implant. The patient presented to the emergency room with diaphragmatic stimulation and high pacing threshold measurements. A chest x-ray revealed that both leads had dislodged. Both leads were successfully re-positioned, no adverse patient effects were observed.